Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2012-84622.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. It was reported that the customer's tubing had air bubbles. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests. Nothing further was reported.